Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a no disposable- pump won't run alarm. The reservoir volume was 15.8, the rate was 2.2, and 94.25 was given. They were unable to assess if there was air in line. There was no patient, or clinician injury associated with this occurrence.